Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a male patient underwent tevar for a type b dissection where a zdeg-pt-34-26-194-pf device was implanted. When a nurse flushed the device during preparation, fluid leaked heavily from the hemostatic valve. The sales representative asked the nurse to close the valve to see if that eased the leakage and it was noted that the valve would not rotate to the closed position, it just kept rotating back when turned. The device was used for the procedure and when the device was removed, the sales representative warned the physician that he may experience blood loss from the valve. The physician also tried to close the valve but was unable to. The procedure was completed, and it was reported that the patient lost about 100-150mls of blood. Review of device history record gave no indication of the device being produced outside of specifications. The complaint device was returned to cook and a product evaluation was made both by wce and cinc. During product evaluation an attempt to flush the device revealed leakage and when closing the valve it rotated backwards. It was also found that the silicone disc in the valve was closed both in opened and closed position. Based on these findings it is not possible to establish a cause for the leaking and the valve rotating backwards but both the leaking and the backwards rotation could likely be related. The instruction for use states: ¿if damage has occurred, do not use the product and return to cook.¿ cook will reopen the investigation if further information is received. Cook medical will continue to monitor for similar events. After investigation the event for this pr# is no longer reportable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): p180001. Investigation is still in progress.

Event description:
Description of event according to initial reporter: when the nurse was prepping the graft, fluid leaked heavily from the haemostatic valve. The rep asked her to close the valve to see if that eased the leakage and noted that the valve would not rotate to the closed position, it just kept rotating back when turned. When it came time to remove the graft dilator, the rep warned the physician that he may experience blood loss from the valve. He also tried to close the valve but was unable to. The procedure was completed so he was able to remove the sheath; however, it was reported the patient lost about 100-150 mls of blood. Patient outcome: no additional procedure was required due to this occurrence.